Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to a large hemorrhagic stroke. The patient had been stable and on vacation at the time of death. The patient died at an outside facility and no autopsy was performed. It was reported that the pump had been operating properly, and that the patient death was not pump related.

Manufacturer narrative:
(B)(4). A full evaluation of the pump could not be conducted because the system was not returned to the manufacturer for evaluation and no autopsy was performed. A root cause for the reported event could not be determined through this evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.